Event description:
It was reported that a novum iq large volume pump had a broken charger port. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. The device was received for evaluation. During functional testing, the alternating current (ac) charging port was found to be defective. A review of the event history log revealed no evidence related to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a defective power wiring harness of the ac charging port. The power wiring harness requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.